Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer reverted to an alternative method for delivery. Customer's blood glucose was approximately 200-369 mg/dl